Event description:
It was reported that during the implant, the right ventricular lead helix had 30-40 turns and the helix would not extend. The lead was not implanted and a different lead was implanted. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, there was a damaged guidetooth and the lead appeared damaged at implant. The analyst commented that the helix can not extend and retract due to distal conductor distortion within the connector.